Manufacturer narrative:
To date, information suggests that this medical device remains actively implanted. At this time, investigation is complete. If new information becomes available, this report will be further evaluated and updated.

Manufacturer narrative:
Most recently, this medical device has been removed from service due to normal battery depletion and returned to boston scientific but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Leads were inserted into all ports without difficulty. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) oversensed atrial fibrillation and delivered anti-tachycardia pacing (atp) and shock therapy, leading to exhaustion of therapy. The patient had presented to the emergency room as a result of the inappropriate therapy delivery, but was asymptomatic.